Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received compounded baclofen (3000mcg/ml, 1136.1mcg/day) in an implantable pump intractable spasticity and multiple sclerosis. The patient was hospitalized for increased spasms. The issue began in (B)(6) 2016. The reporter was going to follow-up with the physician. Someone was going to read the pump to confirm status. There were no reported alarms. Battery elective replacement indicator (eri)/longevity was reviewed via the session data report. Additional information was requested from the hcp. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.